Manufacturer narrative:
Additional information received stated that the patient was prepped for surgery with no surgery delay reported. There was no adverse consequences to the patient. When the scrub nurse took the handpiece out of the surgeon's hands, they touched the tip which was hot. Cusa clarity console was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the tip of the cusa became hot after it was used and not activated. As a result one of their staff was hurt when her finger accidentally touched the tip after she got the cusa back from the surgeon. Additional information has been requested.